Event description:
It was reported that asymptomatic patient presented in the clinic for the routine follow up in the backup vvi operation after receiving the patient notifier. The device firmware was re-downloaded successfully.